Event description:
The pt was implanted with an implantable drug administration system and a neurostimulation system for non-malignant pain/rds/causalgia - complex regional pain syndrome. The hcp returned the annual device tracking report stating both implanted systems were explanted after the pt experienced shocking pains in the pelvic area. The hcp has not responded to requests for additional info. A supplemental report will be sent when additional info is received.